Event description:
Customer called in to customer service to report that she recently received a pump in style advance, and it has lost a lot of its suction power causing her to have mastitis for the 6th time in less than 4 months.

Manufacturer narrative:
In the follow up with the customer on (B)(6) 2013 the customer stated that obgyn and an urgent care doctor diagnosed her with mastitis that started in june. She was prescribed an clindamycin. She did see a lactation consultant to get fitted for breastshields. A medela clinician spoke to the customer on (B)(4) 2013, at which time the customer confirmed that she was using a bigger shield and was getting much relief of clogged ducts and the pain of her mastitis. She also stated that she is not recovered from her mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).